Event description:
Medtronic received information that four months following the implant of this transcatheter bioprosthetic valve, the patient developed right lower back pain, hematuria, and edema in the lower leg. No improvement was observed therefore emergency care was requested three days later. The patient was diagnosed with rhabdomyolysis due to high creatine kinase (ck) value at the time of hospitalization. Afterwards, gram-positive cocci were detected in the blood culture. The patient was diagnosed with infectious endocarditis (ie) and treated, although valve degradation and paravalvular leak (pvl) did not appear. Urine volume decreased afterwards, and hemodialysis (hd) was initiated four months and 23 days after transcatheter aortic valve replacement (tavr). 12 days later, sudden bradycardia appeared. Cardiac function was good, no problems occurred with the valve and no obvious warts were presents. However, low blood pressure continued and dialysis became difficult. Five months and eight days after tavr, death was confirmed. Per the physician, it is unknown if there was a causal relationship between the death and the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the valve implant, echocardiogram confirmed infectious endocarditis (ie) but it was unknown if vegetation was present. The patient was not predisposed to any factors that could have contributed to the ie and it was unknown if the patient had a history of ie. Unknown treatment was provided for the ie. Per the physician, the cause of death was infection.

Manufacturer narrative:
Updated data: b5 d4 h4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.